Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to breakage of lg-lens. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested olympus medical perform routine maintenance. During inspection, the olympus medical technician identified staining on the light guide lens consistent with insufficient processing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During examination, the following issues were identified: the connector cover was damaged; the light guide lens and objective lenses were damaged; the connector tube showed chemical damage, delamination, surface damage, staining, buckling, peeling and cuts; the distal end cap was dented, cracked and stained; the bending tube was detaching from the distal end; and the bending section cover adhesive was porous. Functional testing determined the device did not meet with electrical safety specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.